Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.